Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has strange odor; device/power cord or supply too hot to touch; nasal/throat irritation or soreness; irritation to mouth,throat and eyes; difficulty breathing/short of breath; device is noisy. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. In the previous follow-up report (MDR 2518422-2022-78967-1), section h6 component code was incorrectly captured; which has been corrected in this report and investigation findings codes has been updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foamthe patient alleging device has strange odor; device/power cord or supply too hot to touch; nasal/throat irritation or soreness; irritation to mouth,throat and eyes; difficulty breathing/short of breath; device is noisy. The device was returned to the manufacturer's product investigation laboratory for further investigation. Multiple instances of errors: (B)(4) occurrences of error, (B)(4) instances of stop error, 11269.3 blower hours, 11126.1 therapy hours, and 11287.6 machine hours. Care orchestrator data showed a humidity level of 3 and a heated tube level of 2. The data also showed a (B)(4) compliance in treatment. Plastic cracked on top cover and back cover. Pca plastic standoff cracked and broken off. The dust/dirt contamination found on the air inlet, iso port, back of the front panel, the top/bottom casing, blower box, and on the motor casing/impellers was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed in ER 2243857. If it stated that the device was inspected in the external part of the device, then I would state that, then the internal inspection pil can confirm physical damage to device. Pil can confirm the presence of contamination in the airpath. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. 4 errors were found. The manufacturer concludes the results of this investigation do not impact the calculated risks.